Event description:
The facility reported a colleague infusion pump with a constant alarm for an air in line failure. The air in line failure occurs at the beginning of an attempted run. It is unknown when or in which care area this event occurred. This condition has the potential to be a false alarm. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that was alarming air in line failure was confirmed and reproduced during product evaluation. The event history log review confirms the reported problem because there were multiple air detected sets found in the event history of the device. The cause of the reported condition was determined to be an out of calibration air-in-line printed circuit board (ail pcb). The pump head module was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.